Manufacturer narrative:
Additional information: event was reported as cartridge damaged, cosmetic. Investigation was completed during the period. Product was not returned and device history record could not be review due to the fact that product ID was not provided. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. The events were related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.